Event description:
It was reported that a patient underwent a surgical procedure and a drain was used. During the procedure, it was very difficult to remove the plastic sheath that protects the tip of the needle of the drain. The physician had to cut it lengthways to remove it. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.